Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 150cc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 150cc breast prostheses and experienced deflation on the left breast implant. The deflation was diagnosed by physical exam on (B)(6) 2018. As a result, the patient had undergone explantation and bilateral replacement on (B)(6) 2018.

Manufacturer narrative:
On 03/27/18, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/1/2019, mentor became aware that this information has been erroneously omitted: the manufacturer¿s report number 1645337-2018-01696 is a duplicate of this report (B)(4), and any additional event information will be submitted under (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/18/2019, mentor became aware that ip-00169352 and ip-00164065 were duplicated. This complaint has been identified as a duplicate of (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Facility information: (B)(6). Procedure name: breast augmentation revision procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/27/2018, it was reported to mentor that the deflation was diagnosed by the physical exam on (B)(6) 2018. In addition, the devices were replaced with saline mentor smooth round moderate profile 175cc breast implants. In addition, it was reported to mentor that a serial number was received (B)(4). On 04/13/2018, it was reported to mentor that the device history record ( DHR) of lot number 6670148 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/23/18, it was reported to mentor that the device evaluation and investigation has been completed. Upon receipt by mentor, the device contained no fluid. Pe observed a rent at junction valve. No other anomalies were observed. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).